Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on 04/11/2024. The parent stated that the patient has a hard time to take fingersticks because of his adhd. On the day of the event the patient experienced a hyperglycemic event with severe stomach pain, and vomiting, and the patient was brought to the hospital. When a fingerstick was taken at the hospital the cgm reading was 3.8 mmol/l and the blood glucose reading was 45.0 mmol/l. The patient was hospitalized for 7 days total and received treatment with intravenous insulin, oral anti-nausea medication, oral ¿ketone medication¿ and paracetamol. At the time of the report the patient was stable. There was no documentation of further medical evaluation or intervention. Additionally, the parent stated that the patient was taking medication for his thyroid and was pending the results of a test to confirm if she has an auto-immune disease. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.